Manufacturer narrative:
In use at the time of the event: cgm model: g6; mobile os: android / android_oneplus nord n200 5g / 2.8 / android_12.

Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. The customer reverted to a backup insulin pump.